Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in the lens case for evaluation. Solution is dried on the lens. The lens was cleaned with klrp for further evaluation. A crack is observed on the optic near one of the gusset areas. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. The cartridge was not returned for evaluation. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint of lens stuck in the cartridge. The lens was returned in the lens case. The cartridge was not returned. The lens dimensions are acceptable (plan view) using an approved template. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. Company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, that lens could not be placed because it was stuck. Additional information has been received and stated that the lens was stuck in the opening of the main port. The surgery was completed on the same day using a backup iol. There was patient contact.

Manufacturer narrative:
Corrected information was provided in h.11. On the previous supplemental medical device record conclusion code of 4315- d 15 was missed to submit. The manufacturer internal reference number is: (B)(4).